Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after implantation of intraocular lens (iol), eye felt like having something in it and sometimes felt like a piece of sand. The consumer used eye drops which relieved the symptoms for about 10 minutes. No further information is expected as reporter is unwilling to provide further information.